Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "negative influence of femoral nerve block on quadriceps strength recovery following total knee replacement: a prospective randomized trial" written by michele angers, etienne l. Belzile, jessica vachon, philippe beauchamp-chalifour, and stephane pelet published by orthopaedics and traumatology: surgery and research accepted by publisher 1 march 2019 was reviewed. The article's purpose was to compare the quadriceps strength recovery following total knee replacement between three approaches to analgesia with focus on femoral nerve block (fnb). Data was compiled from 135 patients with all receiving pfc-sigma implants and some receiving patellar resurfacing. Cement manufacturer is not identified. Results were a negative correlation of fnb and a worse rehabilitation process. There were two patients that had major complications during hospital stay related to a fall which are captured under adverse events. Depuy products (pfc): femoral, insert, tray, and patella. Adverse events: periprosthetic femoral fracture requiring surgical intervention of fixation with locking plate related to fall during hospital stay post implantation. Extensor mechanism rupture requiring surgical intervention of suture and then brace related to fall during hospital stay post implantation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information not available.